Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced vaginal mesh exposure in anterior and apical vagina, pain, dyspareunia, bleeding and urinary retention. The device had been used with gynecare prolift. After the original procedure, additional potentially related procedures were performed, including additional surgery to alleviate her symptoms.